Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available, a supplemental record will be filed. Tire came off rim.

Event description:
The dealer states the caster tire rolled off the caster wheel.